Event description:
Customer was hospitalized for low blood glucose levels. Troublshooting was done and pump passed all tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.